Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box data showed multiple call service (088) alarms. During testing, the pump performed the ezprime steps with no alarms occurring. A pump case crack was observed between the bottom of the keypad cover and case seal. A battery compartment crack was observed below the bumper pad. No evidence of moisture was found in the battery compartment. Within one hour after starting a 24 hour duration exercise, the pump emitted a cs 88 call service alarm. The pump cover was removed and moisture corrosion was found on the printed circuit board. A signal was found to be missing at one of the pins of the u 38 component.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.